Event description:
It was reported that the numbers were autonomously scrolling on the customer's insulin pump. Customer's blood glucose was 300 mg/dl. No significant events leading to the keypad issue were recalled. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No display anomaly was noted. The insulin pump had intermittent up arrow button response due to corroded keypad traces. The insulin pump had cracked battery tube threads, a cracked belt clip slot, a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.